Event description:
It was reported that prior to insertion into abdomen through trocar, the surgeon fired the ligaclip to check clip formation. Clip did not load into jaws correctly and did not close at all. He removed this clip manually using forceps and fired another few clips. All did not form as intended and were stuck in the jaws, at an angle. Er320 used to continue procedure. No patient consequences reported. Procedure was prolonged by three minutes.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 15 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.